Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found the fluidics line from the sipper syringe to the valve was leaking. He removed and replaced the fluidics line. He performed successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 124 mmol/l, and the repeated result was 130 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result didn't match the patient's clinical history.